Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. (B)(4).

Event description:
A physician reported that during a cataract surgery with an intraocular lens (iol) implant, the optic was scratched due to a damaged cartridge. The iol was removed from the eye the following day. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the cartridge and iol were not returned. Only the empty lens case was returned inside the carton. Two photos are attached for two files. Two photos of implanted lenses were provided. Toric axis marks can only be observed in one of the photos. Both photos have what appears to be a large scrape mark or foreign material near the center of the lens. A determination of damage cannot be made without evaluation of the sample. It cannot be determined from the photo if the possible damage is on the anterior or the posterior surface. It is unknown if a qualified handpiece and viscoelastic were used. The product investigation could not identify a root cause for the reported complaint. Results of the photo review are inconclusive. The manufacturer internal reference number is: (B)(4).